Event description:
It was reported that the customer was unable to charge the pump, leading to the pump shutting off. Reportedly, the usb charging port of the pump was blocked with debris. The customer cleared the particles from the usb port and was able to successfully charge the pump. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.